Event description:
It was reported that the surgeon had used the product for several minutes and it worked fine. It was further reported that the surgeon took the product out of the knee and when he put it back in to finish the , he noticed that the tip of the product was sticking out of the window. The tip was still attached to the product, but was definitely bent. Another blade was used to finish the case. There was very little delay in the case. No patient issues were reported.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.